Event description:
It was reported the patient had the catheter replaced. The patient¿s pump was flipped, and the catheter was broken. The reporter provided photographs of the pump and catheter as it appeared when removed, and per observation the catheter also had twisting in addition to the break. The catheter was not going to be returned. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).